Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that unable to dispense the correct bin. A technical support specialist (tss) restarted the application via task manager and user was now able to dispense the medication issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device

Event description:
It was reported that when using the bd pyxis¿ medbank mini unable to dispense the medication doxycycline hyclate 100mg cap in bin 03 01. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.